Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended to re-evaluate the battery status in next few months in order to maximize patient implant time before device replacement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended to re-evaluate the battery status in next few months in order to maximize patient implant time before device replacement. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. It was noted that after this device was explanted, the device started to get warmer and the next day this device was found in safety mode. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.